Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No frozen screen noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
Customer's father reported via phone call that customer experienced keypad anomaly. It was reported that the act and esc buttons were not responding. Customer's blood glucose was 240 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.